Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that there was no malfunction of the pump. The pump was due to be replaced because of eri. Managing physician performed a dye study prior to replacement and couldn't withdraw from catheter so hcp decrease rate by 20%. Patient then showed up to the emergency department the following weekend. Rep had no information if the event was resolved and mentioned that nothing was deemed deflective at this point.

Event description:
Information was received form a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 2.7266 mg/day and bupivacaine 0.303 mg/day (concentrations unknown) via an implanted pump for non-malignant pain. It was reported the pump has malfunctioned since a couple weeks ago. It was noted the hcp wanted to the rep paged to come and check the pump. It was further reported the patient was admitted to the hospital with increased pain after the doctor decreased her pump by 20%. The doctor performed a dye study and was unable to aspirate the catheter, so the pump was decreased. The pump was read for resident and logs with no reported issues on logs. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was noted surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.